Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2018-12127. It was reported that the patient is going to have the scs ipg and the scs lead revised. The reason and the date of the surgery is unknown at this time.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-12127. "Additonal" information revealed that patient had lead and ipg replaced due to ineffective therapy.